Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, cervical dysplasia and postoperative bleeding. Concomitant products included oxycodone hydrochloride;paracetamol (percocet), sertraline and topiramate. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding (general),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and migraine ("migraines /headaches"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, anxiety, dyspareunia and migraine outcome was unknown. The reporter considered anxiety, dyspareunia, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Tubes were blockedessure devices appear to be appropriately placed. No extravasation of contrast from the fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, cervical dysplasia and postoperative bleeding. Concomitant products included oxycodone hydrochloride; paracetamol (percocet), sertraline and topiramate. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding (general),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and migraine ("migraines /headaches"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, anxiety, dyspareunia and migraine outcome was unknown. The reporter considered anxiety, dyspareunia, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Tubes were blocked essure devices appear to be appropriately placed. No extravasation of contrast from the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs+mr received. Event injury was updated to abnormal bleeding (general), psychological or psychiatric problems condition: anxiety, migraines /headaches, dyspareunia (painful sexual intercourse), pain,perforation (fallopian tube(s)), were added. New reporters, plaintiffs information added. Concomitant conditions, drugs and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, cervical dysplasia and postoperative bleeding. Concomitant products included oxycodone hydrochloride;paracetamol (percocet), sertraline and topiramate. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding with clots") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines /headaches"), abdominal pain lower ("lower abdominal cramping/cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, anxiety, dyspareunia and migraine outcome was unknown and the genital haemorrhage, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, dyspareunia, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Tubes were blocked essure devices appear to be appropriately placed. No extravasation of contrast from the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events, abdominal pain and abdominal pain lower were added, outcome of the events were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.